Event description:
Per injecting physician, the event is "not at all resolved, it's worse, with the appearance of granules in the left valley of tears, nasogenian folds." A total of 4 sessions of intralesional hyaluronidase have been provided.

Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.5 cc juvéderm® voluma¿with lidocaine into the ck3 area and 0.5 cc juvéderm® volbella¿ with lidocaine in tt1 tt2/malar crescent. Approximately 2 years later, patient developed oedema. The following year, indurated oedema noted. Ultrasound of the ck3 area, right side, revealed a granuloma (no report of biopsy). Solupred 40 mg 8days and desinfiltral in the lesion provided as treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00659 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.